Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported at the beginning of the ecp treatment they noticed a leak coming from the drive tube. The customer reported approximately 140 ml of whole blood was processed at the time the leak was observed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition and successfully completed a new ecp treatment with a new kit. The customer returned the complaint kit for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k301 was conducted. There was one non-conformance associated with this lot. This lot met all release requirements. A review of kit lot k301 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. Comp- (B)(4). P.t. (B)(6) 2022.

Manufacturer narrative:
The complaint kit components were returned for evaluation. The smart card was not returned; therefore, the reported alarm could not be verified. Examination of the returned kit verified the reported drive tube leak as dried blood was found between the lower end of the drive tube and the tri-connector. The drive tube was pressure tested to check for leaks and no leaks were verified at the drive tube and the tri-connector. Pressure testing of the kit did not result in any leaks. A material trace of the drive tube used to manufacture kit lot k301 showed no non-conformances. A device history record review found one non-conformance. The non-conformance was associated with kit lot k301 which involved a leak identified at the drive tube and tri-connector joint during lot release testing. It cannot be determined if this non-conformance is related to the complaint as the source of the leak could not be identified based on the available information. Additional testing was performed on 32 kits from lot k301 and no leaks were identified during integrity testing. This kit lot had passed all lot release testing. The root cause for the reported drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). 22-jul-2022.